Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose, protruded drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap, reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump occurred motor error. Customer stated that there was some motor error alarm in the alarm history. Customer stated that they were able to clear and rewind. Drive support cap was normal. No harm requiring medical intervention was reported. The device will be returned for analysis.